Manufacturer narrative:
Additional information provided in d.10., g.1., g.2., h.3., h.6., and h.10. One opened probe received with a tip protector, in a bubble bag, for the report of stopped cutting and red material was found on the tip of the cutter when it was checked after cutting stopped during surgery. The returned sample was visually inspected and found to be non-conforming with the inner cutter in the port and orange/brown foreign material in the port and on the cutter. The probe was functionally tested for actuation and aspiration and was found to be non-conforming for both functional tests. The sample was unable to be functionally tested for cut due to the inner cutter remaining in the port. The probe was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter pulled out of the coupling. Presence of adhesive was observed in one spot on the inner cutter. The inner cutter coupling adhesive bond fillet was visually inspected and found to be non-conforming. A couple wear marks were observed on the inner cutter. A photo of the product has been reviewed by the manufacturing site. The photo shows the inner cutter in the port and red foreign material (possible surgical material) in the port and on the cutter. No lot number was identified with this complaint; therefore, lot record reviews could not be conducted. The evaluation confirmed the foreign material on the port of the needle. The material appears to be surgical material introduced during the surgical use of the probe. The complaint description indicates that the material was noticed after the probe was already inserted into the eye and the procedure started. The returned complaint sample was unable to be functionally tested for cut; therefore the complaint was unable to be verified and a root cause for the customer complaint could not be determined. The evaluation also indicated that the probe had an actuation failure and, unrelated to the reported event, had an aspiration failure. The root cause for the observed actuation and cut non-conformances is due to the separation of components within the probe. It appears that at the beginning of surgical use the adhesive bond failed causing the inner cutter to detach from the coupling. An internal investigation was completed and additional controls within the manufacturing process have been implemented to reduce the frequency of probe complaints for detachments of the inner cutter from the coupling. The procedure has been reviewed and was found to provide adequate instructions to operators for the bonding process of the inner cutter to coupling. The inner cutter / coupling adhesive bond fillet for the returned sample was non-conforming. Therefore, an investigation photo of the returned sample has been issued within the learning management system for review with the applicable production personnel to raise awareness of this issue. Probe assemblies are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported to a company representative the vitrectomy probe was not cutting and something like red material was observed to be attached around the needle port during a procedure. The status of the aspiration was not provided. The procedure was completed after replacing the product with another one. There was no harm to the patient.